Manufacturer narrative:
Date sent to the FDA: 2/6/2025. Additional information: a2, b5, d3, d4 (lot, expiration), h4. Corrected information: d4 (primary UDI #). Additional b5 narrative: it was reported that the patient underwent repair of recurrent umbilical hernia on (B)(6) 2017 during which the surgeon noted 2.5 cm at the umbilicus with small bowel loop adhesions to the defect. Previously placed mesh encountered. Small bowel loops and omentum adherent to the mesh and anterior abdominal wall around the mesh. In addition to reported medical records in (B)(6) 2017, during which the surgeon note large hematoma and necrosis in the umbilical skin. It was reported that the patient experienced abdominal distension, nausea and vomiting and inflammatory mass in the mid abdomen. No additional information provided. (B)(4) submitted for adverse event which occurred on 9/16/2017. (B)(4) submitted for adverse event which occurred on 9/07/2017. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted the underlying fascia and mesh were matted together and parts appeared non viable. It was reported that the patient experienced severe pain, inflammation, loss of appetite. No additional information is provided.